Event description:
The patient had a stage ii interstim placed in 2017 for overactive bladder. This stopped working, and the patient underwent explantation of the lead and generator and a new interstim implanted on (B)(6) 2021. FDA safety report ID # (B)(4).